Event description:
It was reported that the whole system was explanted due to infection. A point hole developed, and the pacemaker was exposed. There was tricuspid regurgitation but no vegetation. There was no consequence to the patient. Related manufacturer reference number: 2017865-2022-45958, related manufacturer reference number: 2017865-2022-45959.

Manufacturer narrative:
A device history record (DHR) review as performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.